Event description:
This is a report of a patient death coincident with peritoneal dialysis (pd) therapy on the homechoice. It was unknown if the patient was hospitalized prior to death. The patient was not performing therapy at the time of death. The cause of death was unknown. It was not reported if an autopsy was performed. Additional information was requested, but is not available.

Manufacturer narrative:
(B)(4). The device was received for evaluation. The device passed electrical and functional testing. A review of the device logs revealed no system errors, anomalies, hardware device failures or increased intraperitoneal volume (iipv) events. The device was received for evaluation. The initial evaluation revealed no failure or malfunction that could have caused or contributed to the reported event. A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). A review of service data for serial number (B)(4) revealed there is no previous service history for this device. A review of the device history revealed that the machine was reworked and passed all subsequent testing. The pal evaluated the device and no failure or malfunction were identified that could have caused or contributed to the home patient passing away. If additional relevant information is received, then a follow up report will be submitted.